Manufacturer narrative:
The following device was also listed in this report: device; triathlon 16x150 stem; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding revision involving an unknown triathlon femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
In reporting a revision of the patient's right knee on (B)(6) 2024 (pi 3647984), rep was given information the patient had a prior revision of stryker implants on (B)(6) 2022. Reason for revision not reported to rep. A triathlon ts femoral component and stem were revised to a ts femoral component with stem, augments, and cones. Rep confirmed that no further information will be released by the hospital or surgeon.